Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that customer had high blood glucose. Customer's blood glucose was above 400 mg/dl. Troubleshooting was declined for high blood glucose. Customer stated insulin pump did not deliver insulin. The insulin pump will not be returned for analysis.